Event description:
It was reported that the patient has no hearing sensation with his cochlear implant even on high stimulation levels. Re-implantation is planned for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.